Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2012 and mesh was implanted under general anesthesia. The patient experienced mesh exposure and it was trimmed in 2013. On (B)(6) 2015, another exposed segment of mesh was trimmed under general anesthesia. The remaining mesh remains in situ. No additional information was provided.